Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 25th october 2010 and performed to specification up to the 8th march 2015. During this time on the 5th february 2011 information from the technical log suggests the device was attached to a patient due to an in range impedance being measured, no shock was advised. On the 11th march 2015 the device records a manual power up lasting ten minutes duration. The device successfully performed all weekly auto self-tests between the 15th march 2015 and the 16th august 2015. Multiple manual power ups of mainly ten minutes duration were observed between the 21st august 2015 and the 25th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.